Event description:
During a follow-up in clinic, the device was unable to be interrogated and there was intermittent low voltage output. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: the reported event of inability to interrogate the device was confirmed whereas premature battery depletion was not confirmed. The device was received in backup mode and had reached a low elective replacement indicator (eri) voltage level. Analysis indicated eri occurred in (B)(6) 2017. The device went into backup vvi mode in (B)(6) 2017 after explant as a result of cold temperature exposure. The device was found to have been programmed with autocapture on and operating in high output mode (hom), which can result in transient increases in current drain and decreases in voltage and overall longevity. The implant duration of 6.9 years exceeded the device¿s projected longevity of 5.4 years based on field settings; this is considered normal battery depletion. After replacing the battery in the pacemaker, electrical and mechanical tests indicated the device exhibited normal functionality.